Manufacturer narrative:
(B)(4). Information from sales organization (B)(4): "we are not able to send the device for investigation as it has to remain with the hospital for their evaluation". The investigation results have been requested from the hospital and the history files are available for evaluation. A follow up report will be submitted when the inspection results become available. (B)(4).

Event description:
As reported by the user facility ((B)(4)): drug error: reported that a drug error had occurred in the ICU on saturday (B)(6) 2014 that resulted in a prolonged cardiac arrest. The patient was alive at the time of the phone call but was not expected to survive. Ms. (B)(6)verbally described the incident as follows: an infusion of fentanyl (unknown concentration) was ordered running at a continous rate of 1 or 2 mls per hour. At approx 2pm, there was believed to be 34 mls left in the syringe. At approx 4pm the syringe was empty and the patient was found to be in cardiac arrest. Resuscitative measures were then commenced. The customer does not believe that the pump contributed to the incident. According to the customer the patient is still alive.